Event description:
The nurse reported that vitrector connection is loose and it is difficult to connect the vitrectomy probe to the system. Additional info received from the nurse states that during anterior vitrectomy, the probe would release from the system when the footswitch was depressed. After much force, they were able to finally lock the vitrectomy probe into place. The surgeon did not implant the iol. The nurse stated no pt injury occurred.

Manufacturer narrative:
The company service representative examined the system and confirmed the loose connection. The fitting was replaced and disposed off in the field. The system was then tested and met all product specifications. (B) (4)